Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) gave a shock to the patient. It was also noted that the lead fracture was discovered on the x-ray. The ipg and the lead remains in use. No further patient complications have been reported as a result of this event.